Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a ventricular fibrillation (vf) episode with therapy from (B)(6) 2018 failed to transmit via merlin.net until (B)(6) 2018 at 1:40 am. Patient had additional vf episodes during the day of (B)(6) and passed away. Physician alleges that if device would have appropriately notified the clinic of the initial vf episode then they could have intervened and possible prevented patient¿s death. It is unclear if the delayed transmission was due to an issue with the device or transmitter. No further information available at this time.

Event description:
New information received notes the transmitter did not read the patient at the time patient experienced the symptoms for the alert to be posted.